Event description:
It was reported that, during set up, the colonovideoscope auxiliary water port was wet on the scope connector after it was removed from the storage cabinet. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.